Event description:
It was reported that premature battery depletion was noted. Device remains implanted.

Event description:
New information received stated that the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and the battery was found to be below the expected longevity. The cause of the premature battery depletion was fo und to be due to high hybrid input current caused by an anomalous capacitor.